Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, cystocele, enterocele and a sling was implanted. Concomitantly the patient underwent a anterior and posterior colporrhaphy with pinnacle mesh from boston scientific. It was reported that patient underwent excision of exposed mesh on (B)(6) 2011 by implanting surgeon. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.